Event description:
The pt received an scs system for bilateral low back, buttocks and left leg pain. The stimulation was not turned on post-implant; however, the pt reported experiencing extreme pain in his right knee to foot following the procedure. The discomfort was reportedly not present prior to the surgery. The pt was hospitalized for an overnight evaluation. The pt's therapy was turned on two days following the procedure, and the reported pain was resolved via reprogramming. The implanting physician attributes this issue to his surgical technique.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.